Event description:
It was reported that the patient experienced dizziness and fatigue. Upon interrogation, the pulse generator exhibited noise which resulted in inappropriate ams episodes. The device was reprogrammed. The patient was in stable condition.